Event description:
It was reported that the 1st layer of the compression system "bunched" at the instep of a patient's foot when wrapping. This occurred an unknown number of times. When the patients returned for follow up, some exhibited beefy red granulation tissue at the area of the bunching. The patients were treated with a topical application of safegel.